Event description:
It was reported that bd connecta plus3 white pegs difficult to connect, missing screw thread. The following information was provided by the initial reporter: change of connector / difficulty in connecting / lack of screw thread during use

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the video. Analysis of the sample showed that the customer struggles to get the devices to join as the spin nut continues to spin until it disconnects. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.